Event description:
It was reported that the before use of the relion® insulin syringe the needle fell out of one syringe when it was touched with a finger. The following information was provided by the initial reporter: "consumer reported, when he removed needle shield prior to injection, the needle was bent. Stated, out of the three that he found bent, the needle fell out of one syringe when he touched it with his finger. 3 syringes affected. Lot: 2283727. Catalog: 328520. Date of event: 2023-05-05. Samples: yes cl.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary: the customer returned (1) 0.5ml 31g 6mm syringe, reporting breaks off during use. The syringe was visually inspected and observed broken cannula. Based on the sample returned, embecta was able to confirm the customer-indicated failure as broken cannula. A review of the device history record was completed for batch# 2283727. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure. No root cause determined at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the before use of the relion® insulin syringe the needle fell out of one syringe when it was touched with a finger. The following information was provided by the initial reporter: "consumer reported, when he removed needle shield prior to injection, the needle was bent. Stated, out of the three that he found bent, the needle fell out of one syringe when he touched it with his finger. 3 syringes affected. Lot: 2283727. Catalog: 328520. Date of event: (B)(6) 2023. Samples: yes cl.